Manufacturer narrative:
Two samples of a pediatric endotracheal tube were received for evaluation. Both samples were received with an obturator. A visual inspection was performed and it was observed that components in both samples are assembled according to manufacturing specifications. For analysis purposes the samples will be called sample #1 and #2. A functional test was performed on sample #1. The obturator was impregnated with medical fluid then inserted into the cannula. The obturator was then removed from the outer cannula without resistance or sticking. A dimensional test was performed. The distal end of obturator measured 0.168 inches which is within manufacturing specifications. The inner diameter of the cannula measured 0.179 inches which is within manufacturing specifications. A functional test was performed on sample #2. The obturator was impregnated with medical fluid then inserted in the cannula. The obturator was removed from the outer cannula without any resistance or sticking. A dimensional test was performed. The distal end of obturator measured 0.169 inches which is within specification. The inner diameter of the cannula measured 0.179 inches which is within specification. The diameter of the distal end of both obturators were taken. The inner diameter of both cannulas were also taken. No failure mode was observed in the received samples. (B)(4).

Event description:
It was reported that the obturator in a tracheostomy tube was sticking when being put in or taken out of the tube. No adverse effect to the pt. Found prior to use. Though requested, no additional pt info was made available.

Manufacturer narrative:
(B)(4).